Event description:
Went to transfer ECMO circuit from bed to stretcher and pump head motor started grinding and lost all flows. Backup console and pump head were setup. Ended up clamping out pump head was taken out of defective pump head and placed in backup motor and came back on full flow. Reference report #mw5115398.